Event description:
Boston scientific became aware in 02/205 of an event that occurred in 2004, where pt was admiteed to hosp for an elective neuroform stent placement and coil embolization of a basilar trunk aneurysm. The pt tolerated the procedure well without adverse event and was transferred to the intensive care unit for 24 hour monitoring. In the early morning of the next day the pt began to experience nausea and vomiting possible related to anesthesia received during the embolization procedure. The pt was treated with intravenous anti-emetics and the nausea and vomiting abated. The pt was transferred to the floor and in the morning the following day. The pt's right's groin was noted to have a small hematoma with minimal oozing at the site. The pt was placed on bed rest and moderate pressure was applied. The oozing subsided shortly thereafter same day, and the pt was discharged home the next day in stable condition. According to the information received the complications with the pt were not device related. The adverse event was caused by the concomitant medication.